Manufacturer narrative:
Cine image review: the images capture a lesion site in the lad as reported by the account. Bunching and deformation is evident to the resolute onyx 2.25x22mm stent at the most distal part of the guide catheter. The attempted delivery or subsequent withdrawal of this stent is not captured by the images. A non-mdt introducer sheath/goose neck is used to retrieve device from the vessel. Unidentified stents are then deployed in the vessel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a mildly calcified and moderately tortuous mid lad lesion. No damage to device packaging and no issues removing the device from the hoop / tray. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during advancement and excessive force used. It was reported that the proximal part of the artery was small and tortuous. Due to the encountered resistance when advancing the stent, the physician device to retract the stent into the catheter. The stent was reported to have stuck at the opening of the ebu 3.5 6f medtronic guide catheter. The physician decided to pull the whole system to the descending aorta and with the help of a goose neck, the goose neck was used to remove the stent (already crushed) from the site ¿ it was located in the middle, between the catheter and the left main the physician captured the wire and introduced the stent into a non-mdt introducer sheath. When the physician inspected, the stent it was noted to be crushed proximally. The procedure was completed using the same guide catheter, new wire and the implantation of 3 non mdt stents. No patient injury reported .